Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer to use manual daily injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level due to this reported event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.